Event description:
Foreign objects found on the tip of the sheath which caused ceaseless bleeding by hooking out the vessel after withdrawing the catheter.

Manufacturer narrative:
The device has not been returned for evaluation as of the date of this report. Therefore, the actual root cause of the complaint is not certain. The medical or surgical intervention box was not checked on the complaint form. Some type of medical/surgical intervention was performed to stop the bleeding. However, the type of intervention is unclear. It is unknown if the clinician used other devices in conjunction with the PICC that resulted in the presence of a foreign body. It is not known if the foreign body came from the PICC as product in question was not returned for evaluation. Catheters are 100 percent inspected at various stages of the manufacturing process. Several attempts were made to follow up with the hospital but no information was available. A response was finally received on (B)(4) 2015 that the hospital did not have any answers to our questions or any more details regarding this complaint. This complaint will be updated and another report issued if more pertinent information becomes available.